Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed therapy monitored fluid volume testing. No additional information is available.

Manufacturer narrative:
(B)(4). The device passed electrical testing, however it failed functional testing due to multiple fills and drains being outside of volumetric specifications. External and internal visual inspections were performed and found no issues. The device passed temperature verification and pneumatic system testing found no leaks and all pressures to be correct and stable. Accuracy confirmation testing was performed and the device failed. The piston was inspected and found the piston foam to be disintegrated. A review of the event history log of the device found nothing related to the reported issue. The cause of the reported issue was determined to be the disintegrated piston foam. The piston foam was scrapped and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.